Event description:
When removing PICC line snapped during removal. Was placed in 2001. Patient was receiving vencomicin, was removing line because treatment was over when they were removing the line it snapped. Did encounter some resistance. Did not embolize. Total length of catheter was 59cm snapped at the 45cm mark. Broke in two different places during the removal, same catheter.